Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges vaporizer caught on fire and filled his house with smoke. There was not a report of personal injury with this incident.